Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced loss of stimulation. Subsequently, the patient underwent surgical intervention on (B)(6) 2016 where in the system diagnostics determined high impendences. Further system interrogation revealed the scs extensions were the cause of the high impedances. As a result, the extensions were explanted and replaced which resolved the issue. The patient received two extensions with a same lot number.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.